Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room and was hospitalized on (B)(6) 2024 due to bent cannula. Highest blood glucose related to the incident was 589 mg/dl. Patient received intravenous fluids of saline and insulin as a corrective treatment. Patient was not released from the hospital at the time of the report. No further information available.